Event description:
A physician reported that, while revising a l4 to l5 posterior fusion for, "laminectomy and possible fluid collection," an everest set screw was noted to be loose. X-rays performed prior to surgery had not indicated obvious loosening of the construct and the device had been implanted for approximately three months.

Manufacturer narrative:
Complaint history was reviewed and no similar complaint for this lot number were identified. The set screw was returned, visually, and functionally inspected. Upon review of the part, it was observed that the underside of the set screw exhibited significant radial deformation, suggesting the rod was not fully reduced prior to final tightening. If a set screw is final tightened while the rod is not fully reduced in the screw head, it could compromise the integrity of the capture mechanism at that level.

Event description:
A physician reported that, while revising a l4 to l5 posterior fusion for, "laminectomy and possible fluid collection," an everest set screw was noted to be loose. X-rays performed prior to surgery had not indicated obvious loosening of the construct and the device had been implanted for approximately three months.